Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's continuous glucose monitor read "high," though specific blood glucose values were unavailable. The customer addressed the high blood glucose by administering a correction bolus via the pump ongoing troubleshooting with tandem technical support ultimately led to a pump replacement. Reportedly, the customer continued to use the pump for insulin therapy.